Manufacturer narrative:
The field service engineer (fse) replaced the blower assembly to address the reported problem. The part was not returned to the factory therefore no failure analysis can be performed for the failed part. There's no patient harm reported and the unit is back in service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower assembly is not functioning. The customer reported that the unit was in use on patient, but there was no patient harm reported.